Event description:
It was reported a cannulated pedicle screw would not slide down a k-wire smoothly intra-operatively. Another screw of the same size was used to complete the procedure without patient impacts. Device evaluation by the manufacturer found the screw's tip was bent/deformed.

Manufacturer narrative:
Device evaluation the screw (824m7545) has minor deformation damage on the tip of the screw shank. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.